Event description:
Information received by medtronic indicated that the customer keeps on receiving insulin flow block alarm. The customer also experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. The customer did not experience any symptoms of high blood glucose value. It was unknown whether the auto mode feature was activated or not at the time of high blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.